Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.50x28mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, while trying to place the stent, the shaft was kinked. During removal, the distal portion got separated from the delivery system. No patient complications were reported and the patient's status was ok.